Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was poor telemetry when recharging as the patient¿s implantable neurostimulator (ins) had ¿lost contact with the box.¿ the patient stated that they couldn't get their ins to charge. Troubleshooting was not possible as the patient didn't have their external equipment with them at the time of the call. The patient mentioned that they had their device reprogrammed the last time they had this issue and that a manufacturer representative put something on their back to get it to work. The patient reported that they were experiencing back pain as well. It was noted that these issues started two days prior to the date of this report. The patient was to follow up with a manufacturer representative. No further complications were reported or anticipated. Indication for use is post lumbar laminectomy syndrome.